Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was sent back to olympus for examination, and it tested negative; consequently, the user's request is not validated. Furthermore, foreign object was discoveredon the air/water tube and cylinder. Olympus hmi results (B)(6) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 100 colony forming units (cfus) of pseudomonas aeruginosa in the instrument channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated information added to e4, h6, and h11. Correction: h6 and h11 this report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided cleaning disinfection and sterilization (cds) processes, where no obvious deviations from instructions for use were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: auxiliary channel cfu: <1 cfu/endoscope bacterial identification: na sampling date:(B)(6), 2025 sampling from: instrument channel cfu: 3 cfu/endoscope bacterial identification: bacillus species sampling date: (B)(6) 2025 sampling from: suction channel cfu: <1 cfu/endoscope bacterial identification: na the device was evaluated, and no abnormalities were found that could have led to the reported event. However, there could potentially be a correlation between the device and the cause of contamination. In general, device damage (e.g., scratches, cracks, foreign objects, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.